Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was the same (no image), faulty cable and plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (b30) was due to faulty cable and plug unit. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error (b30). The event had occurred during inspection for use. There were no reports of patient harm.